Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, lot # unknown, product type lead. (B)(4).

Event description:
It was reported that the patient started the trial two days ago and their symptoms were as bad as they were before. The patient switched to the left side and that seemed to be even worse and not on the right spot. It was reported that the patient got zapped by the device like it made a connection and worked and then stopped. When the patient leaned forward they felt excruciating pain like nerve pain. It was reported that the patient was going to call their manufacturer representative and their health care provider. Additional information received reported that the cause of the event was the lead. The peripheral nerve evaluation (pne) was in low voltage and once the settings were done the patient was satisfied and was scheduled for a complete implant.